Event description:
Pt was cannulated for v-v ECMO, the cannula was connected to the ECMO circuit and support was initiated. The venous saturation of the circuit was noted to be high, 98% and greater. This was done without improvement. A cxr was done. The cannula was then withrawn 3 cm as indicated by the cxr. The high venous saturation did not resolve with this maneuver. At this time it was noted the reinfusion line pressure was low. The pressure monitor was rezeroed and flow was verified by flowmeter. There was concern that there was a communication between the lumens of the double lumen cannula. To be sure this was not due to cannula position or an anatomic issue with the pt, a cardiac echo was done without resolution. The decision was then made to change that cannula. This was accomplished without incident. Fluid injected into the reinfusion lumen was evident in the drainage lumen.